Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a sensor issue occurred. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a failed transmitter error was found in connection to the reported allegation.